Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged having a blood glucose 522mg/dl related to bubbles in system, self treated with mdi of 6 units. Patient reported a high bg of over 600mg/dl by the end of the call with nothing eaten. Symptoms of nausea, vomiting, headache, polyuria were reported. Advised to contact hcp for advice as the mdi is not bringing down her bg. Reporter admitted to improperly over cycling the cartridges. Cts attributed the blood glucose excursion to a cartridge product issue.